Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: what were the indications for surgery? X did the patient receive any preoperative chemotherapy or radiation? X were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? X where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? X was a complete transection of the white breakaway washer visually confirmed? X were there any issues noted with staple formation? If so, please describe the shape and location. X was a leak test performed? If so, what type and what was the result? Yes. No leak at the time. Was the staple line visualized endoscopically during the initial surgical procedure? X how was the leak identified? X is the colostomy temporary or permanent? X if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that ten days post-op of a low anterior resection procedure that the patient returned with a leak. The procedure notes shows that the procedure went fine, and the anastomotic rings looked fine, and the device preformed as expected. Re-operation found an abdominal abscess and a small leak in the anastomosis and resulted in a colostomy. Patient is now doing fine.